Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. A systems check was completed and no issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.